Event description:
It was reported that the anesthesia system failed in system checkout on the pressure transducer test. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) investigated the system on-site. The fresh gas pressure transducer pcb and the patient cassette needs to be replaced. This investigation is based on the investigation and provided information, the repair has not been performed due to the customer don't agree on the repair cost. A complete set of device logs was received. Evaluation of the logs shows that several unsuccessful system checkout was performed. The logs show that the pressure transducer test failed due to the measured zero pressure offset value for the fresh gas pressure transducer was at 0 volt. The pressure transducer pcb has a factory calibrated zero pressure offset value that is around 2 volt. During system checkout this offset value is measured and if the measured value is outside the allowed limit (±300mv from factory calibrated value) the test will fail. The log also shows a technical error code indicating patient cassette error. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the fse investigation and evaluation of the logs, is that the reported failure was caused by a faulty fresh pressure transducer pcb and patient cassette. The UDI information is not available since the device was manufactured before 2015 - before implementation of UDI in manufacturing.